Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is due to a manufacturing assembly process issue. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 11/11/2025, a sales representative reported via email that the fork tip of a 3.5 swivelock from the ar-8978-cp hand/wrist internalbrace ligament augmentation repair implant system detached and fell to the floor without any prior manipulation. Subsequently, the remainder of the anchor also separated from the inserter and fell to the floor. No harm occurred to the patient. A new ar-8978-cp was opened to complete the procedure. This issue was identified during a thumb ucl repair with internal brace procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 11/14/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.